Event description:
The customer's blood glucose was tested on 2 contour usb meters and the readings were 108 and 20mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.